Manufacturer narrative:
(B)(4) the DHR file is not available for review in the us. A section of the IFU will be referenced as part of this investigation report. The IFU states, "do not apply excessive force to driver/needle set". The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The complaint states: I did a bone biopsy using the 10g/12g oncontrol bone biopsy needles. The distal 1.5 cm of the biopsy needle broke off and is stuck in the patient's humerus. According to the doctor, there may have been too much pressure applied to the oncontrol driver and biopsy needle at an anterior angle.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: I did a bone biopsy using the 10g/12g on control bone biopsy needles. The distal 1.5 cm of the biopsy needle broke off and is stuck in the patient's humerus. According to the doctor, there may have been too much pressure applied to the on control driver and biopsy needle at an anterior angle.